Event description:
The customer reported that when connecting the z6ms probe, the device displays the error usacquisitionhw_31 and the system requests the removal of the probe. The issue is thermal in nature and occurs every time the probe is connected. When connecting v5m tee probes, the error does not occur. This occurred during an exam and the physician interrupted the exam by shutting down the equipment and removing the transducer from the patient. The exam was completed with a regular (non-4d) tee transducer.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).